Event description:
It was reported that the patient's nurse did not believe that the patient's seizure increase was related to changes in the patient's medication. The nurse believed that a low battery was the cause of the increased seizures, and she stated that the patient's seizure increase was above the patient's pre-vns baseline. As the patient's lead and electrodes were found detached from the vagus nerve during replacement surgery, the report that the patient's seizures were due to low battery is incorrect. No additional relevant information has been provided to date.

Event description:
It was reported via clinic notes that a patient was experiencing an increase in seizure frequency and duration. The patient had recently begun experiencing daily seizures for several weeks. One of the patient's medications was increased at a clinic visit two months prior. The physician noted that the patient's battery was at one-quarter remaining as of the current clinic visit and believed that the patient's vns was not as helpful as it used to be. The patient was referred for generator replacement surgery. It was later reported that during generator replacement surgery, the lead was found detached from the nerve and was coiled up in the generator pocket. The surgeon planned to proceed with a full revision. A photograph of the lead was provided, which showed that the patient¿s lead was wrapped around itself inside the generator pocket. When the patient¿s generator pocket was opened during the surgery, the surgeon found the electrodes detached from the vagus nerve and the lead wrapped around itself several times in a large knot. The electrodes were also detached from the lead. The patient¿s generator suture was still intact, and there was scar tissue in the generator pocket that most likely provided contact between the lead and the tissue. It was reported that there was very little scarring on the patient¿s vagus nerve. The patient¿s neurologist did not notify the surgeon or company representatives of any diagnostic issues, consistent with the diagnostic test results reported via clinic notes. Diagnostics performed in the operating room prior to surgery were also within normal limits. The surgeon believed that the patient manipulated the lead and caused it to coil up inside the generator pocket. The patient¿s parents denied any occurrences of their daughter manipulating the lead, adding that the patient¿s disability caused low finger dexterity. The existing lead and generator were discarded after explant and thus were not returned for analysis.